Event description:
Patient undergoing colonoscopy with pediatric colonoscope. A 3 mm polyp was identified and was to be resected. However, the biopsy forceps became lodged in the scope, and broke into pieces. All pieces were retrieved from the scope. The polyp was successfully removed using another forceps. There was no harm to the patient.